Event description:
A homecare provider stated that their patient informed them that the power cord attached to their hc608 CPAP humidifier had melted and caught fire. No patient consequence was reported.

Manufacturer narrative:
The returned unit was inspected visually both externally and internally. Results: the power supply cord had overheated and deformed at the connector where it attaches to the device. There was no damage to the external casing. The unit was opened for further investigation and soot marks were observed on the outside of the air box. The two mains connector pins on the power pcb were found to be partially pushed in. This is the only complaint of this type that we have received for this product. Conclusion: the power supply cord used by the patient was not the power cord (manufactured by another co in foreign country), use of the incorrect power cord appears to have resulted in the pins being forced backwards. With the pins pushed in, contact with the power supply cord connector would have been intermittent, causing arcing and resulting in overheating. Although the unit was still functioning, the damaged mains connector rendered it unusable. We attempted to contact MFR, but have received no response from them. The hc608 is designed to the electrical safety standard. The materials used in the thermoplastic components of the case are flame retardant.